Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor did not give any sensor glucose readings. Blood glucose level at the time of the incident was 178 mg/dl. The customer reported that upon removal, she noticed that the sensor's electrode was shorter than normal. Customer reported having another sensor whose electrode pulled out. The customer was advised that the sensors would be replaced and agreed to return the product for analysis.